Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received using multiple cartridges. Troubleshooting with tandem technical support confirmed the inaccurate fill estimate. Customer's blood glucose was 170 mg/dl. Customer reverted to using another pump for insulin therapy.